Manufacturer narrative:
D10: concomitants: 4822623 02-012-44-2011 - logic tibia implant psc insert, sz 2, 11mm. 4860130 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. 4894640 200-02-32 - three peg patella 32mm. 632522 203-96-52 - stryker kms2512.m62 90x25x1.19mm. 924925 203-96-54 - komet blade kms2513.m62 90x25x1.27 stryker 5/6/7. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2017. Approximately 5 years and 4 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: right knee aseptic loosening. There was abundant synovitis and inflamed and irritated tissues. Poly was removed. Femoral component was removed. This did loosen relatively easily as expected and was removed with minimal bone loss. The patient was awakened from anesthesia and taken to recovery room in stable condition.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.